Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a rist catheter leaked. The patient was undergoing pipeline placement for left internal carotid artery (ica) aneurysm. The access vessel was the right radial with a diameter of 2mm. Vessel tortuosity was minimal. The devices were prepared according to the instruction for use (IFU). The catheter was flushed as per IFU.   Arterial access was obtained in the radial artery and a glide sheath was placed through the arteriotomy. The rist guide with the sim2 select catheter inside of it were placed through the slender sheath. These were advanced into the aortic arch where the sim2 was formed and the lica was selected. The rist was advanced to the cavernous ica. The sim2 was removed in order to continue the procedure. Blood began extravasating from the proximal guide sheath. A kink and hole were identified visually and the guide was removed and replaced with another lot. The leak was in the proximal location. The catheter was inspected or tested prior to use. The leak was observed during use. No symptoms were reported.

Manufacturer narrative:
H3: the rist catheter was returned for analysis. The catheter tip and marker band were examined and no damages were found. The rist catheter appeared to be partially broken at ~9.5cm from hub. In addition, the catheter body was also found kinked at ~27.0cm and 47.5cm from the hub. No flash or voids molded were observed in the hub. The rist usable length was measured within specifications. The rist catheter was flushed with water and water leaked out from the broken location. Based on the device analysis and reported information, the customer¿s complaint of "catheter leak" was confirmed as the rist catheter was found partially broken on the proximal segment. In addition, the catheter body was kinked at several locations. From the damages seen on the returned catheter; it appears there was high force used. However, the root cause could not be determined. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.